Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Using the pod 5: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 380 mg/dl while wearing the pod for longer than 48 hours. Patient reported feeling pain and seeing blood, therefore, pod was removed. The patient found the device's failed to retract, therefore, revealing a needle mechanism failure.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle partially retracted. Upon opening the pod; the needle retracted as the top housing cover was removed. The interior of the top housing was inspected and gouge marks/drag lines were observed, indicating that the linkage assembly did not have enough clearance to freely transition from not deployed to deployed and allowing the needle to retract.